Event description:
Ventilator shows battery 100% charged. There is no error of battery replacement. But ventilator give no backup immediately turn off after ac power disconnection.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21 2022 at the ems and bonaduz sites.  The issue in cer 92892 is deemed as a reportable event since the malfunction 'unit shut down when the ac power was cut' which makes the device switch to ambient state during ventilation will cause the ventilator to become inoperable or stop working as intended. The root cause of this complaint was a defect battery which led the device to go into ambient state. Within this investigation it has been confirmed that the device failed to meet its specifications at the time for the event. The device was used for treatment or diagnosis at time and related to the reportable event. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to patient or user. The allegation in cer 92892 was confirmed to be a reportable event. No further investigation or correction will be performed except those mentioned above already performed. In future hamilton medical ag will report any event similar as the issue occurred in cer 92892 as it will be deemed as a reportable event.